Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('suspected essure coil in the endometrium/ left essure coil is trailing into the endometrium') in an adult female patient who had essure (batch no. B27983) inserted. The patient's medical history included dysplasia, hypothyroidism, gravida ii and parity 2. Concurrent conditions included bleeding genital, per vaginal bleeding, vaginal bleeding, dysmenorrhea, dyspareunia, ovarian cyst, menses irregular, adenomyosis, cervicitis and right lower quadrant pain. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion outcome was unknown. The reporter considered device expulsion to be related to essure. The reporter commented: insertion details, specify-the device was in good position with right trailing coils on the 3 side. A similar fashion was used on the opposite side with left trailing coils on the 13 side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: impression: category 2 rnicro insert location on the right and category, 2 micro insert location on the left. Category 1 tubal occlusion on the right and category 1 tubal occlusion on the left.; on (B)(6) 2018: left essure coil is trailing into the endometrium. Bilateral tubes are occluded. Half of the left essure coil is in the tube and the other half is within the uterus. Findings: patient had a normal uterine cavity with normal size. [Bilateral tubes revealed occlusion at the cornual edge]. Pathology test - on (B)(6) 2018: final diagnosis: a. Uterus, cervix and bilateral fallopian tubes; hysterectomy: uterus (115 grams) with secretory endometrium. Chronic cervicitis. Bilateral fallopian tubes with no histopathologic abnormality. Bilateral essure coil. (Gross exam only) b. Lett ovarian cyst, resection: hemorrhagic corpus luteum cyst. No evidence of malignancy. Specimen source a. Uterus. Cervix. Bilateral fallopian tubes and essure coils. B. Left ovarian cyst. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('suspected essure coil in the endometrium/ left essure coil is trailing into the endometrium') in an adult female patient who had essure (batch no. B27983) inserted. The patient's medical history included dysplasia, hypothyroidism, gravida ii and parity 2. Concurrent conditions included bleeding genital, per vaginal bleeding, vaginal bleeding, dysmenorrhea, dyspareunia, ovarian cyst, menses irregular, adenomyosis, chronic cervicitis and right lower quadrant pain. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion outcome was unknown. The reporter considered device expulsion to be related to essure. The reporter commented: insertion details, specify-the device was in good position with right trailing coils on the 3 side. A similar fashion was used on the opposite side with left trailing coils on the 13 side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: category 1 tubal occlusion on the right and category 1 tubal occlusion on the left; on (B)(6) 2018: patient had a normal uterine cavity with normal size. Bilateral tubes revealed occlusion at the cornual edge]. Pathology test - on (B)(6) 2018: chronic cervicitis, hemorrhagic corpus luteum cyst and left ovarian cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2019: quality safety evaluation of ptc (product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('suspected essure coil in the endometrium/ left essure coil is trailing into the endometrium') in an adult female patient who had essure (batch no. B27983) inserted. The patient's medical history included dysplasia, hypothyroidism, gravida ii and parity 2. Concurrent conditions included bleeding genital, per vaginal bleeding, vaginal bleeding, dysmenorrhea, dyspareunia, ovarian cyst, menses irregular, adenomyosis, chronic cervicitis and right lower quadrant pain. On 1-nov-2013, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion outcome was unknown. The reporter considered device expulsion to be related to essure. The reporter commented: insertion details, specify-the device was in good position with right trailing coils on the 3 side. A similar fashion was used on the opposite side with left trailing coils on the 13 side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: category 1 tubal occlusion on the right and category 1 tubal occlusion on the left; on (B)(6) 2018: patient had a normal uterine cavity with normal size. Bilateral tubes revealed occlusion at the cornual edge]. Pathology test - on (B)(6) 2018: chronic cervicitis, hemorrhagic corpus luteum cyst and left ovarian cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('suspected essure coil in the endometrium/ left essure coil is trailing into the endometrium\migration/perforation') in an adult female patient who had essure (batch no. B27983) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysplasia, hypothyroidism, gravida ii, parity 2 and autoimmune disorder. Concurrent conditions included bleeding genital, per vaginal bleeding, vaginal bleeding, dysmenorrhea, dyspareunia, ovarian cyst, menses irregular, adenomyosis, chronic cervicitis and right lower quadrant pain. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), genital haemorrhage ("bleeding"), menorrhagia ("menorrhagia") and ovarian cyst ("left ovarian cyst"). The patient was treated with surgery (laparoscopic hysterectomy with bilateral salpingectomy, left ovarian cystectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, pelvic pain, genital haemorrhage, menorrhagia and ovarian cyst outcome was unknown. The reporter considered genital haemorrhage, menorrhagia, ovarian cyst, pelvic pain and uterine perforation to be related to essure. The reporter commented: insertion details, specify-the device was in good position with right trailing coils on the 3 side. A similar fashion was used on the opposite side with left trailing coils on the 13 side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: category 1 tubal occlusion on the right and category 1 tubal occlusion on the left; on (B)(6) 2018: patient had a normal uterine cavity with normal size. Bilateral tubes revealed occlusion at the cornual edge]. Pathology test - on (B)(6) 2018: chronic cervicitis, hemorrhagic corpus luteum cyst and left ovarian cyst. Lot number: b27983, manufacturing date:2013-04, expiration date:2016-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('suspected essure coil in the endometrium/ left essure coil is trailing into the endometrium\migration/perforation') in an adult female patient who had essure (batch no. B27983) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysplasia, hypothyroidism, gravida ii, parity 2 and autoimmune disorder. Concurrent conditions included bleeding genital, per vaginal bleeding, vaginal bleeding, dysmenorrhea, dyspareunia, ovarian cyst, menses irregular, adenomyosis, chronic cervicitis and right lower quadrant pain. On (B)(6)2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), genital haemorrhage ("bleeding"), menorrhagia ("menorrhagia") and ovarian cyst ("left ovarian cyst"). The patient was treated with surgery (laparoscopic hysterectomy with bilateral salpingectomy, left ovarian cystectomy). Essure was removed on 20-jul-2018. At the time of the report, the uterine perforation, pelvic pain, genital haemorrhage, menorrhagia and ovarian cyst outcome was unknown. The reporter considered genital haemorrhage, menorrhagia, ovarian cyst, pelvic pain and uterine perforation to be related to essure. The reporter commented: insertion details, specify-the device was in good position with right trailing coils on the 3 side. A similar fashion was used on the opposite side with left trailing coils on the 13 side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2014: category (B)(4) tubal occlusion on the right and category (B)(4) tubal occlusion on the left; on (B)(6)2018: patient had a normal uterine cavity with normal size. Bilateral tubes revealed occlusion at the cornual edge]. Pathology test - on (B)(6)2018: chronic cervicitis, hemorrhagic corpus luteum cyst and left ovarian cyst. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 19-dec-2019: plaintiff fact sheet received : reporter information, product indication updated. Evenst added-pain, bleeding, menorrhagia, left ovarian cyst. Event device expulsion updated to uterine perforation. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.